Event description:
Caller reported a tandem mobi cartridge alarm, which was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, providing the caller with a new device equipped with updated software. Meanwhile, the customer planned to use multiple daily injections (mdi) as a backup insulin delivery method. Instructions for storage mode and returning the faulty pump were provided and acknowledged by the caller, and arrangements were made for the delivery of the replacement pump with a signature required upon receipt.